Event description:
It was reported that on (B)(6) 2011 at 7:30 pm the patient obtained a blood glucose reading of 80 mg/dl. The patient was given juice, and a subsequent reading was 70 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels. On (B)(6) 2011 at 3:30 am the patient's blood glucose level was 270 mg/dl. The patient's morning blood glucose level was "good", no specific reading provided. Later that day the patient obtained readings of 60 mg/dl and 50 mg/dl and was treated with food and juice. The patient had a lower level of activity that day. The patient's physician recommended the patient be removed from the pump, be put on a backup plan, and requested the pump be replaced. Troubleshooting revealed there were no unintended insulin deliveries, all pump programming and settings were correct, the date/time were correct, the basal setting was correct and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels indicative of severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/05/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.